Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump display was completely blank. When the customer went to unscrew the battery cap and the screen came back on, he noticed a battery out limit alarm. The blood glucose reading was 250 mg/dl. The customer was sent a replacement battery cap and advised that a loose battery cap may cause the alarm. The insulin pump showed no signs of physical damage and had not been exposed to moisture. The battery cap contacts were not missing or damaged. The customer stated that the insulin pump started working and was advised to monitor the issue.